Manufacturer narrative:
Weight: unk , ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticmo13.2 implantable collamer lens, -08.00/+2.0/091 (sphere/cylinder/axis), within the same surgery due to excessive vaulting. The lens was replaced within the same surgery with a shorter lens and the problem was resolved. Cause of the event was unknown.